Manufacturer narrative:
(B)(4). The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify pump error alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported displacement test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.